Event description:
Healthcare professional reported left side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on october 05, 2022 with catalog number mcghan 300cc. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in posterior side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Crease is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted and replaced.